Manufacturer narrative:
(B)(4). The device has been requested for investigation but not rec'd to date. The ivac 591 is no longer a manufactured product and the service support was terminated in (B)(4) 2002. The pumps do not contain any built in air-in-line (ail) or pressure sensor circuitry, they have basic functionality and monitoring capabilities which have been superseded by pumps containing improved functionality with modern technology.

Event description:
The user reported that during a parenteral nutrition infusion (tpn), the drop sensor failed to alarm when the drip chamber became empty and air traveled down the line to the pt. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.